Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the log files were submitted for analysis. The patient had called 911 on 10mar2026 due to alarms. The alarm screen displayed a driveline disconnect at 7:48 for 13:29. The log file review did not capture reported driveline disconnects on 10mar2026 as they have already been overwritten by new data. The periodic log files (set every 1 hour) also did not capture any driveline disconnects on 10mar2026. The event log files submitted only contained data from 16mar2026 to 17mar2026 which contained cluster of pulsatility index (pi) events. It was noted that in the event of driveline disconnect, it was not confirmed if it was from modular cable or system controller. There were no notable alarm conditions or parameter changes seen in the log files. Based on the data visible in the log file, the mechanical circulatory system (mcs) equipment was operating as intended electronically and mechanically. It was reported that the cause of driveline disconnect was identified as unknown and the driveline disconnect alarms resolved after reconnecting. The patient was stable.